Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient had been hospitalized via ambulance with hypoglycemia and hyperglycemia. The patient's blood glucose levels reached as low as 40 mg/dl and as high as 500 mg/dl while wearing the pod between 4 and 24 hours. The patient's wife states after a correction bolus her husband's glucose dropped and he passed out and had to go to the hospital. While in the hospital when she looked at the pod to see where on his body the pod was located ,she noticed that the pod was coming off and the cannula was no longer inserted. The patient was treated with glucose and was prescribed lantis and long acting insulin pens, (100 units per milligram), and told to give 6 units a day. Caller stated that there were no over the counter medications provided. The reporter did state the patient was in and out of the hospital during the week for the same issue. The patient was still in the hospital at the time of the call.